Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not power on) was confirmed. As received, the charger/modem was unable to charge a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor and u13 processor were shorted on the bedside board. The cause of the inability to power on is the contamination and damaged components. The cause of the damaged components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was not powering on.